Manufacturer narrative:
Event date is approximate. Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va0vjds, implanted: (B)(6) 2015, product type lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator for gastrointestinal/pelvic floor. It was reported that someone had pushed the patient the ¿other day¿ and the patient fell. The patient reported that now they were feeling a weird pulling sensation that was causing discomfort. The patient stated they had noticed the ¿wires¿ were sticking out of their back toward their tailbone. The patient stated that the wire sticking out was not painful and it had a round edge and bent. The patient stated that the wire was running across their back and they could feel the pulling sensation every once in a while, in a ¿swoosh¿ type of motion. The patient noted their fear was not knowing if the lead was going to stay there while tissue built around the lead and the healthcare provider wouldn¿t be able to remove the lead. The patient also noted that the edge of the implant battery was 4 inches away from the lead that was sticking out. The patient was redirected to their healthcare provider (hcp) to have the device checked. It was noted that the patient had contacted their hcp and hadn¿t heard back yet, and they would try again. It was reviewed that the patient could turn off the implant if stimulation was causing them discomfort. No further complications were reported.